Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in an unknown procedure performed on (B)(6) 2018. According to the complainant, during preparation, the fiber was noted to be broken in a couple of spots. The procedure was completed with another laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 76.2 cm from the top of the connector to the break. The second piece measured approximately 246.7 which includes the entire distal tip. This piece was included two kinks..the condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in an unknown procedure performed on (B)(6) 2018. According to the complainant, during preparation, the fiber was noted to be broken in a couple of spots. The procedure was completed with another laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.